Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a routine follow up, out of range high voltage lead impedance was observed. The patient did not received any therapy and all vectors were listed out of range. Lead damage was discussed. The lead remains implanted.